Event description:
It was reported that during surgery the impactor broke in drill guide whilst impacting the nail. No delay was reported a backup device was available.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The threads on the impactor fractured off inside the drill guide. All pieces were returned. The devices were manufactured in 2011 and 2014 and exhibit signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.